Event description:
When transferring pt from bed to chair, the arjo mechanical lift pad which attaches to the lift-bar detached on one side. (In two places). This caused the pt to fall to the floor in supine position. Certified nursing assistants had followed protocol for transfer when incident reviewed. Safety chair and officer examined the pad and found that the plastic attachment (where it hooked to the transfer bar) was "loose" fitting. The safety officer and director of nursing home reviewed all sling pads in the facility. The staff development coordinator will re-educate staff on add'l precautions that maybe needed.